Event description:
Caller states patient tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 1.66 inr. No actions taken based on device result. Requested return of suspect device and replacement was sent.